Event description:
Customer reported that the insulin pump keeps beeping alerting the customer of a low. Customer stated that the esc button was not working. Customer's blood glucose reading at the time of the call was 94 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened down arrow button dome switch. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.